Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" using strip code: 4x2yn. Using strip code: my55j.

Manufacturer narrative:
Investigation: strip code: 4x2yn, strip lot: 080818. Per tech support rep, the first two tests were conducted over an hour apart. Strip code: my55j, strip lot: 213037. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Summary: mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter was expected to be returned but not received. Further test is not required at this time. As of 10/13/2009, 4 discrepant results complaints were reported for lot # 213037 yielding a complaint rate of 0.008%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. As of 10/29/2009, 22 discrepant results complaints were reported for lot# 080818 yielding a complaint rate of 0.006%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required at this time as no product discrepancy was established.